Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) found a se 2240 in the alarm log, and the home patient (hp) did say they had a bag leak. The hp had also been getting a check patient line alarm . They tried to review the alarms and were referred to their nurse for an explanation. They tried to review the alarm but the hp did not want to listen. The patient was either connected at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. There was something unusual noted about the supplies. The location of the issue was unknown. The home choice set was not being reused. The patient did not have any pets that caused damage to the supplies. It was unknown if there was any damage noted to the overpouch or carton in which the cassette was delivered. It was unknown if a sharp object was used to assist in the opening of the carton or overpouch. Proper procedures per the user manual were reviewed with the reporter. It was unknown how the hp would complete therapy. A sample was not available for evaluation.there was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp) on (B)(4) 2012. Per the home patient (hp), she was able to continue therapy after starting over with new supplies. The old supplies were discarded, and the cassette was faulty. The hp stated there was air in the lines and some inside them. Since then, therapy has been going well. There was patient involvement but no patient injury or medical intervention was reported. On (B)(4) 2012, product surveillance contacted the home patient (hp) clarify what caused the 2240. The hp stated that the bag was not the source of the leak. The hp stated that a line was hanging off the hc and that that was the source of the leak. The hp had previously stated that the cassette was faulty but was not sure if it was or not.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.